Event description:
Received info stating customer's pump will not charge, even when plugged into a power source. The customer received low power and power source alerts. Reportedly, the pump has been in pool.

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.